Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v801518, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v663227, implanted: (B)(6) 2012, product type lead; product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
A manufacturer representative (rep) reported that since the patient moved on (B)(6) 2015, his implantable neurostimulator (ins) had turned off on its own five or six times. He had a loss of therapy and confirmed the ins was off after noticing the loss. In addition, the night prior to (B)(6) 2015 the ins was at 75% and went all the way down to 25% overnight. He did not have to recharge right away, so the ins was not depleted in association with the off events. The patient had a new 60 inch tv and was wondering if that could be the issue. He also denied having any falls. He was going to his physician in two weeks and would have his impedances checked. The patient then reported the connector pin was damaged and would not stay connected. The connector inside the recharger was loose and the desktop charger was ok. However, after the patient got a replacement recharger he noticed there was a bent connector pin and he could not plug the connector pin into the recharger. The ac adaptor had a broken connector pin. The patient's indication for use was movement disorders. The cause of the ins turning off by itself was unknown. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.